Event description:
Ous MDR - it was reported that after an implant duration of 2 years this right atrial lead exhibited intermittent noise. Multiple atrial tachy response episodes were also observed. Additional information later received indicated that there was pacing inhibition but no asystole of more than two seconds. The lead was programmed off and is no more in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.